Manufacturer narrative:
E1 reporting address line 1: (B)(6) reporting address state: (B)(6) reporting address postal: (B)(6) reporting institution phone number: (B)(6) reporter phone number: (B)(6)

Event description:
Philips received a complaint reporting a battery failure on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips field service engineer (fse) identified a battery failure during a preventative maintenance evaluation. The fse reported the battery voltage was less than 12 volts and replacement was necessary. Investigation is ongoing.

Manufacturer narrative:
The battery was plugged in for 4 hours and could not charge more than 12 volts. The field service engineer (fse) determined that a battery replacement was necessary. The device was operational and returned to service after the battery was replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.